Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a peak blood glucose of 302 mg/dl following a recent meal and trend arrows indicating a downward trajectory; the user sought guidance on whether to administer a manual insulin dose, was advised to follow their healthcare provider¿s recommendations, and to allow the ilet to deliver insulin as indicated. Symptoms included elevated blood glucose without ketone testing and without acute complications. Outcomes included transient impact on daily activities due to high glucose alerts persisting over 90 minutes, without need for assistance, medical intervention, or hospitalization. Investigation included a review of user-reported event details, troubleshooting, and education. Investigation of this case revealed no device malfunction and that the cause of hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause with device function consistent with design, and the user was counseled on monitoring and following care guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.